Event description:
It was reported that the patient experienced inadequate pain coverage. The patient was reprogrammed on (B)(6). A x-ray taken (B)(6) showed lead migration from t10 to t9. The lead was replaced on (B)(6), and the patient outcome was reported as resolved without sequela. It was noted that the patient was reprogrammed again on (B)(6).

Manufacturer narrative:
(B)(4). Lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2012 explanted: na; lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2012; anchor model 3550-39 lot# n313683 implanted: (B)(6) 2012 explanted: na; programmer model 37744 serial# (B)(4); recharger model 37754 serial# (B)(4).

Manufacturer narrative:
(B)(4).